Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. It was noted that approximately 6mm of one of the blades was completely detached from the balloon pad and was not returned with the device. The remaining 10mm of the blade and pad remained bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device. All other blades were intact and fully bonded to the balloon material. The recommended sheath size as per spcb2cm specification ps3010 for this device is a minimum 5fr. The returned device was received with the customers 5fr introducer sheath. The customers introducer sheath was damaged at the tip. The investigator did not insert the device in a 5fr sheath as the spcb device was damaged. No issues were noted with the of the device's tip. A visual and tactile examination identified no issues along the length of the device.

Event description:
It was reported that the blade was missing. The 90% stenosed target lesion area was located in a moderately tortuous shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. After the procedure, the balloon was removed normally, however, there was no blade on the device observed. Imaging was then performed, but the location of the blade inside the body was not found. Subsequently, the sheath was removed and flushing was performed but the blade did not come out of the sheath. As per physician, a catch was felt when the cutting balloon was inserted into the sheath after the dilation, and same experience was encountered when the balloon was placed when guiding in the coronary. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the blade was missing. The 90% stenosed target lesion area was located in a moderately tortuous shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. After the procedure, the balloon was removed normally, however, there was no blade on the device observed. Imaging was then performed, but the location of the blade inside the body was not found. Subsequently, the sheath was removed and flushing was performed but the blade did not come out of the sheath. As per physician, a catch was felt when the cutting balloon was inserted into the sheath after the dilation, and same experience was encountered when the balloon was placed when guiding in the coronary. There were no patient complications reported.